Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation.  Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device was worn, made unexpected noise, the bearing and components were damaged and the device was vibrating. The device also failed pretests for vibration assessment. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the attachment device would not lock into the motor device. During in-house engineering evaluation, it was determined that the device had vibration and failed pretests for vibration assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.